Manufacturer narrative:
Correction to g2 to add the foreign country france. Additional information was received from the reporter, please see updates to b3 and b6. This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is enzymex l9 franklab. The device is manually processed with an asept inmed cleaning brush, anioxyde 1000 disinfectant, and enzymex l9 franklab detergent. The device is stored horizontally. Olympus is the maintenance provider of the subject device. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "precautions: failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each examination can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each examination the endoscope must undergo thorough manual cleaning followed by high-level disinfection or sterilization."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. A hygiene microbiological investigation was performed on the device - no hygiene relevant bacteria were found. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that, after a microbiological routine quality control test on the olympus, model bf-pe2, bronchofibserscope, the user detected an unexpected microbiological contamination. The user then returned the device to olympus for investigation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.